Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A synergy stent was advanced to treat a lesion. However, during procedure, it was noted that the stent came off from the balloon inside the patient. The physician was able to retrieve the stent. No patient complications were reported and the patient's status was fine.